Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported: "4.2x185mm drill bit broke off in our t2 alpha retrograde nail the drill bit hit the nail. We did not have perfect circles when the surgeon tried to drill through the hole. A 12x340 retrograde nail was used. A 4.2x130 drill was opened after the 185 broke. A 5x40mm screw was inserted in the hole above the one with the broke drill bit in it. The broken drill bit (one piece) is still in the hole of the nail. It is in the canal of the femur and not sticking out of either cortex. It could not be retrieved intraoperatively".

Event description:
It was reported: "4.2x185mm drill bit broke off in our t2 alpha retrograde nail the drill bit hit the nail. We did not have perfect circles when the surgeon tried to drill through the hole. A 12x340 retrograde nail was used. A 4.2x130 drill was opened after the 185 broke. A 5x40mm screw was inserted in the hole above the one with the broke drill bit in it. The broken drill bit (one piece) is still in the hole of the nail. It is in the canal of the femur and not sticking out of either cortex. It could not be retrieved intraoperatively".

Manufacturer narrative:
Correction - please refer to h6 device code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. However, it was reported that the drill bit had hit the nail, which most likely contributed to its breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was most probably caused by the drill hitting the nail before its breakage. In this relation, the instructions for use state the following: avoid drilling into metal implants with bone drills. The implants could be critically weakened and break under load and the drill could be damaged. If the device is returned or if any additional information is provided, the investigation will be reassessed.